Event description:
It was reported that inappropriate mode switching was observed due to far r-wave oversensing. The recommended reprogramming change was made. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.